Event description:
It was reported that catheter entrapment, shaft break, and vessel perforation requiring surgical intervention occurred. The target lesion was located in the renal artery. A 014 300cm short taper thruway guidewire and 6.0mmx18mmx150cm express sd stent was advanced for treatment. However, during withdrawal of the stent delivery system, the guidewire entangled and formed a knot which led to the rupture of the brachial artery. The physician tried several times to rectify the guidewire but by exerting so much force, the shaft of the express sd stent broke. Subsequently, the patient was sent for surgery to repair the artery and to remove the devices from the patient. Both the express sd stent and guidewire were removed and the procedure was completed. No further patient complications were reported and the patient's status post-procedure was good.